Event description:
It was reported the site wanted to confirm the validity of the pressure sensor readings. The patient underwent right heart craterization on (B)(6) 2019. However the sensor reading were correlating with the rhc measurements. As a result no recalibration was required. Also the patient was presented with hypervolemia. The patient was admitted and was treated with furosemide.